Event description:
Discrepant advia centaur cp troponin ultra results were obtained on pt samples. The results were reported to the ER doctor. Upon retest on another advia centaur cp corrected results were reported to the doctor. It is unk if there was any pt intervention or adverse health consequences due to the discordant troponin ultra results.

Event description:
Discrepant advia centaur cp troponin ultra results were obtained on pt samples. The results were reported to the ER doctor. Upon retest on another advia centaur cp corrected results were reported to the doctor. It is unk if there was any pt intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant troponin ultra results was due to operator error. The water bottle was contaminated with bleach. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant advia centaur cp troponin ultra results were obtained on pt samples. The results were reported to the ER doctor. Upon retest on another advia centaur cp corrected results were reported to the doctor. It is unk if there was any pt intervention or adverse health consequences due to the discordant troponin ultra results.

Event description:
Discrepant advia centaur cp troponin ultra results were obtained on pt samples. The results were reported to the ER doctor. Upon retest on another advia centaur cp corrected results were reported to the doctor. It is unk if there was any pt intervention or adverse health consequences due to the discordant troponin ultra results.

Event description:
Discrepant advia centaur cp troponin ultra results were obtained on pt samples. The results were reported to the ER doctor. Upon retest on another advia centaur cp corrected results were reported to the doctor. It is unk if there was any pt intervention or adverse health consequences due to the discordant troponin ultra results.

Event description:
Discrepant advia centaur cp troponin ultra results were obtained on pt samples. The results were reported to the ER doctor. Upon retest on another advia centaur cp corrected results were reported to the doctor. It is unk if there was any pt intervention or adverse health consequences due to the discordant troponin ultra results.

Event description:
Discrepant advia centaur cp troponin ultra results were obtained on pt samples. The results were reported to the ER doctor. Upon retest on another advia centaur cp corrected results were reported to the doctor. It is unk if there was any pt intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant troponin ultra results was due to operator error. The water bottle was contaminated with bleach. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant troponin ultra results was due to operator error. The water bottle was contaminated with bleach. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant troponin ultra results was due to operator error. The water bottle was contaminated with bleach. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant troponin ultra results was due to operator error. The water bottle was contaminated with bleach. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant troponin ultra results was due to operator error. The water bottle was contaminated with bleach. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant troponin ultra results was due to operator error. The water bottle was contaminated with bleach. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.